Event description:
A distributor complaint from france was reported due to a cartridge change error, where the pump initially failed to recognize the new cartridge. No information was available regarding the impact on the customer's blood glucose level. The pump eventually started and functioned properly after delivering a bolus, with no alerts or alarms observed during the system check. There was no further information provided about the outcome or any actions taken following the event.